Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a non-sustained lead noise episode was recorded. Myopotential oversensing was suspected. Programming options were recommended.